Event description:
Knee laxity was reported for patient with a total knee replacement. Revision surgery is planned to exchange the poly inserts.

Manufacturer narrative:
Knee laxity was reported for patient with a total knee replacement. Revision surgery is planned to exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification.